Event description:
It was reported that the user¿s dexcom g7 glucose values were visible in the dexcom app but not displayed on the ilet pump, with no alerts or alarms, consistent with signal loss to the ilet only; troubleshooting and education were provided regarding temporary connection issues. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on activities of daily living or medical care. Investigation included technical support review and user-guided troubleshooting. Investigation of this case revealed a probable intermittent communication issue between the cgm and the ilet without evidence of device malfunction. It was concluded that the event was consistent with temporary connectivity loss, resolved through education and standard troubleshooting.